Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report high blood glucose. The blood glucose reading is 470 mg/dl. Customer has treated with manual injection. Customer stated that she programmed a bolus and it did not deliver. Customer has dry mouth. During troubleshooting, the high pressure test failed twice. Advised the customer that that insulin pump will be replaced. Nothing further reported.